Event description:
It was reported that the implant would flip and then unflip and then flip. Because of this, the pocket was revised and then the patient was fine. It was noted the implant was sutured down that time but the size of the pocket was not revised.

Event description:
Additional review determined this event is related to MFR report # 3007566237-2014-00424; any additional information received will be reported in MFR report 3007566237-2014-00424.

Manufacturer narrative:
(B)(4).